Manufacturer narrative:
Reported defect: deflation of right breast implant. Bilateral exchange with mcghan devices. Background: original surgery was performed by dr in 2000 using hutchison hth 0325cc saline-filled implants, which were filled to a volume of 0355cc(left) & 0355c(right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan 0360cc devices that were filled to a volume of 0390cc. Condition upon receipt: product was received inside a single sealed peel pouch, with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a breach on the periphery of the product on the 4 o'clock position (when the product was held in such a position that the brand name was upright and horizontal) measuring approx 25mm in length. Product inspection: pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. The product met all mfg and quality specifications post MFR. Conclusion: the breach is not a mfg fault.